Event description:
It was reported the patient was explanted on (B)(6) 2015 due to a reported infection. Review of the dhrs for both the lead and the generator confirmed sterilization prior to distribution. No additional relevant information has been received to date.

Event description:
It was reported that prior to having the vns explanted, the patient was in the ER.attempts for additional relevant information have been unsuccessful to date.